Event description:
The customer reported that the reservoir chamber of the insulin pump was wet with insulin. The customer stated that he noticed moisture around the reservoir, but it was unable to determine where the leaking was taking place. The customer also mentioned having transfer guards with bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.